Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male on a impella 5.5 due to cardiomyopathy. During support, upon priming the purge cassette, the tubing between the cassette and purge disk started leaking and continued. The connection of the tubing to disk was the location of the leak. Moderate visible fluid was seen coming from the location. Purge pressure low alarm was triggered would not resolve. The purge flow at that time was greater than 30 ml/hour. As a result, a new purge cassette was used with no issue. The patient survived the procedure.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
B1, b2, h1: added serious injury. H6: omit code f26.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 55-year-old male patient presenting with cardiomyopathy, scai shock stage d, with a history of renal insufficiency. During priming of the purge cassette, tubing between the cassette and purge disk began leaking at the connection point, with moderate visible fluid noted. A low purge-pressure alarm occurred and did not resolve. Purge flow was reported as greater than 30 ml/hr. A new purge cassette was placed without further issue. Separately, during surgical placement of the 23 fr introducer into the graft, the surgeon noted significant blood leakage that appeared to originate from cracks in the introducer. Attempts to secure the introducer with black ties were unsuccessful. The sheath was removed and replaced using a new axillary insertion kit. The faulty introducer, purge cassette, and tubing were retained. The patient remains on impella support. The reported major bleed requiring device revision or replacement is consistent with access-site complications and may be influenced by procedural factors and the patient¿s underlying critical condition.